Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 3 of 3 reports in which the patient reported having severe hypoglycemia and loss of consciousness in three consecutive wearables. Please see related record (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that he experienced loss of consciousness and was hypoglycemic. No specific cgm nor blood glucose reading was reported from the event. The patient did not provide any further information regarding the event. No medications or treatment was reported. The patient did not go to a hospital. At the time of the report the patient was stable. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.